Event description:
It was reported that after the pump was implanted for infusion of ms04, the patient failed to receive good pain relief. The pump was removed and replaced. There were no patient complications.